Event description:
Customer reported a low blood glucose of 51 mg/dl. Customer treated with food. He stated that he had been experiencing low blood glucose for a few months. He stated that the drive support cap appeared to be normal. It was discovered that the customer took five boluses within fifteen minutes. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. The insulin pump passed the displacement test. He had also received a no delivery alarm but declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement tests and motor test. No motor error alarms or displacement anomalies were noted. The insulin pump was received with a cracked case at the display window, cracked display window, cracked battery tube threads and a scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.